Manufacturer narrative:
In the returned state, the lead had been cut through 50 cm proximal of the tip electrode. A distal lead fragment was returned for analysis, a proximal fragment including the connector pin was not available. The returned lead fragment was thoroughly analyzed. During the analysis, multiple signs of abrasion were seen along the lead body. In particular in the distal area, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the interference signals in the rv channel mentioned in the complaint. The position and characteristics of the faying lead to the assumption of strong mechanical stress on the lead in the area of the tricuspid valve. Considerable lead movement should be regarded as cause. X-ray images or diagnostic images of any kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, the shock coil showed deformations, which are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation period of about 46 months, interference signals have been reported on the right ventricular channel and four inappropriate shocks were delivered. The lead was explanted and returned to biotronik. There was no deterioration in the health of the patient reported.